Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with noise on their right ventricular lead. Lead was capped and replaced on (B)(6) 2020. No patient symptoms or patient condition after the procedure were reported.